Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the power was failed intermittently. A field service engineer (fse) completed a proactive inspection of the station that had been pulled out of storage and found that the power module was intermittently failing to remain online. The site power was checked and confirmed not to be the cause. The power module was replaced successfully, and the customer verified that the station was functioning normally in the application. The customer verified all functions of device working normally. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es tower power was failing intermittently. However, there were no delays or adverse events or injuries reported based on this event.